Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is for pain. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "sharp pain in chest area, implant shifted "causing pain," and "tingling" in breast and armpit. Patient expressed concern regarding alcl. The device remains implanted.